Event description:
It was reported the patient experienced a non-st elevation myocardial infarction coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. It was not reported if automated peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovered or was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a non-st elevation myocardial infarction. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a ¿three way bypass¿ (cardiac bypass procedure with three stent placement) in order to resolve the cause of the non-st elevation myocardial infarction. On an unreported date, the patient was hospitalized and underwent the procedure. At the time of this report, the patient was recovering following the surgery, the patient had been transferred to a nursing home and dianeal therapy was ongoing. As a result of the additional information received, the homechoice device is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for an evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.